Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt reported experiencing severe hypoglycemia of 29-40 mg/dl since beginning use of the infusion device. Her doctor recommended blood glucose range is 80-110 mg/dl. She stated she is very sensitive to insulin and the increment of insulin delivery of this infusion device is too high for her. She stated, she has fallen down the stairs and in the shower several times due to low blood glucose and her husband had to treat her because, she was unable to do so on her own. Type of treatment was not provided. No product malfunction was alleged. No product was requested to be returned for evaluation.